Manufacturer narrative:
(B)(4): the device has not been returned to physio-control for evaluation. The customer confirmed that the device has been retired and taken out of service. The cause of the reported failure cannot be determined at this time.

Event description:
It was reported that the device had its wrench, attention and charge-pak icons illuminated and would not power on. There was no pt use associated with the reported event.